Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during an esophageal banding procedure. Patient's weight was not provided. Per the complainant, during the procedure, the physician could not deploy the bands. It was noted that the physician was able to rotate the handle. There has been no report of complications or injury to the patient. The patient's condition was noted to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.